Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor has been giving an alert for sensor glucose not available and calibration not accepted. Customer removed the sensor and found that half of the cannula was missing. Customer was unsure if it was left inside the body. The customer was advised to refer to their healthcare provider to determine if the cannula was stuck in their body. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula broken; missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened/used. See image for details.